Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. Initial reporter phone no (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient could not disconnect their transfer set after therapy was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual testing was performed with issues noted. The sample was received with a broken/cracked main body with a missing chip. The reported condition was verified due to the damaged main body which caused the difficulty disconnecting the transfer set. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.